Event description:
A medtronic representative reported that the site's stealthstation s7 system became unresponsive, while navigating in synergy cranial 2.2.0. She reported they did a hard reboot and everything worked properly afterward; further allowing the surgeon to proceed with a successful surgery while using navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
The medtronic representative updated the version of synergy cranial software from 2.2.0 to 2.2.5. The software upgrade resolved the issue.